Event description:
It was reported that the hcp felt resistance when filling the pump on (B)(6) 2014. The hcp encountered resistance at 3ml and couldn¿t get it in the pump. The reporter indicated that they interrogate the pump to know how much to expect, but keeps aspirating after that. In this case, the hcp actually got back 1ml more than expected. The pump was used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).